Manufacturer narrative:
Further information was requested but not provided.

Event description:
New information received notes that the implantable cardioverter defibrillator exhibited unspecified oversensing. No further information was reported. The patient status was unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient's implantable cardioverter defibrillator exhibited far p-wave oversensing of atrial beats. Programming changes were discussed, but no device intervention was performed. The patient was stable.